Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, material and/or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that residual pieces of the vial cap were seen floating in the unspecified bd¿ syringe and needle after drawing up the medication. The following information was provided by the initial reporter: "have a large ortho customer that draws 50-100 injections up a day. They've noticed that when using the blunt bd 18g and the hypo 18x1.5 or 1¿s, they keep finding residual from the cap piercing. The techs find the specs of the vial cap in the syringes all the time."